Event description:
The patient reported seeking medical attention after a pod worn for an unspecified duration leaked, resulting in elevated blood glucose levels. Blood glucose levels were reported in the range of 181-250 mg/dl; however, the specific value at the time of the event was not reported. The patient subsequently developed symptoms described as "cold-like," including vomiting, muscle pain, and increased urination. The patient reported being diagnosed with diabetic ketoacidosis and stated that their hemoglobin a1c value was 8.8, with subsequent measurements decreasing to the low 7 range. The patient reported being under medical evaluation for approximately 1.5 hours; however, did not provide details regarding the treatment received. No additional information was provided, and multiple good-faith attempts to obtain further details were unsuccessful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.